Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent a right subclavian-left common carotid artery bypass procedure. On (B)(6) 2011, this patient was implanted with two gore tag thoracic endoprostheses (tgt3420/8513856, tgt4015/8567511) to treat a thoracic aortic aneurysm. A chimney endoprosthesis was implanted in the brachiocephalic artery to maintain blood flow. The device used to create the chimney was not reported to gore. The procedure was concluded without endoleaks present. On (B)(6) 2011, a follow-up did not reveal endoleaks. Aneurysm diameter measured 62 mm. Three more follow-up studies did not reveal any adverse events including endoleaks. Aneurysm diameter measured 62 mm. On (B)(6) 2013, at the two-year follow-up study, a type iii endoleak was revealed. Aneurysm diameter measured 65 mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2014, at the three-year follow-up study, the type iii endoleak was no longer observed, but a proximal type I endoleak was revealed. Aneurysm diameter measured 71 mm. The proximal type I endoleak was left to be monitored.